Manufacturer narrative:
The manufacturer previously reported an issue with a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop increasing co2 levels. The patient allegedly was hospitalized in response to the reported event. Correction to sections b2, d1 and h1 were updated.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop increasing co2 levels. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.